Event description:
Caller reported that t:slim x2 pump battery was not charging, and a power source alert was detected in pump history as alert 07. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by changing charging supplies to the tandem wall adapter and charging cable, leading to pump resuming charging with no further assistance necessary.